Event description:
The device is showing pauses and pacing at approx 40 ppm. The rep tried to duplicate tha pauses but was unsuccessful. The physician prescribed a 24 hr holter monitor. He also stated that if the device continues to show pauses, it will be replaced. Sensing thresholds are excellent. All other values are normal and iegm's appear normal. Further event description is on page 3 of this form.

Manufacturer narrative:
Out of electrical specification / not past eri 256 ohms. Battery partially depleted - normal. Test o.k.